Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient was seen on (B)(6)2019 for a follow-up. It was reported that patient¿s ipg has not been flipping as it was before and they want to hold off on the ipg pocket revision at this time. Medication is being used to manage ipg pain.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has pain at the ipg site due to the device shifting in the pocket. Surgical intervention may be pending to address this issue.